Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: on investigation, the pump failed to power on. There was moisture in the display due to moisture ingress at the site of a crack in the pump case. Additional moisture damage was found inside the pump on the printed circuit board. Investigation of the alleged call service alarm was not able to be completed due to the pump not having any power as a result of moisture damage.